Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up with an alert for out of range high voltage lead impedance. No programming changes were made at this time. The patient will continue to be monitored.